Manufacturer narrative:
Approximately 83 cm of the catheter was returned. The catheter was not patent due to proteinaceous debris observed within the interior and exterior of the catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned catheter also did not meet the requirements for leak testing. The catheter was observed to have multiple tears approximately 4 cm from the distal end. It is unknown how or when the damage occurred. The catheter also met the requirements for the tensile strength and elongation tests. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. It also cautions that to avoid possible transection of the catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle, guidewire, and the catheter must be removed simultaneously. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the catheter ruptured intraoperatively. According to the report, there was no injury to the patient.